Event description:
A review of an article by samer s. Bessa, md, in journal of laparoendoscopic & advanced surgical techniques, volume 18, number 4, 2008 titled: clipless laparoscopic cholecystectomy by ultrasonic dissection references ¿postoperative complications were encountered in 3 patients (5%) in the hs [harmonic scalpel] group, compared to 4 patients (6.7%) in the c&c [clip and cautery] group, with the difference being statistically insignificant.¿ the postoperative complications were 2 patients with port-site infection and 1 patient with a chest infection. The article does not mention if the infection is related to the use of the harmonic scalpel surgical device nor what medical intervention was given.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.